Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78" and would not charge energy above 50 joules. Complainant indicated that there was no patient involvement in the reported malfunction.